Event description:
Jejunostomy feeding tube was being inserted through an existing gastrostomy tube via endoscopy. Pt had tumor burden at the gastric outlet and tube was difficult to place. Guide wire became tangled around the distal end of the tube. Attempts to withdraw the tube via endoscopy were unsuccessful. Pt transferred to interventional radiology for tube extraction. They successfully withdrew the tube and guide wire, but distal end of the tube with the weight sheered off and remained lodged in the gastric outlet. Pt transferred back to gi lab and distal weighted tube end was removed by endoscopy.